Event description:
It was reported that the patient has a seizure disorder and experienced four seizures. The patient also displayed decreased activity. The patient's mother indicated that the patient had been playing with refrigerator type magnets on his lap. It was unknown if there had been any alarms; the patient's mother didn't hear any alarms. The pump was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.